Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead that caused inhibition of pacing. Programming changes were made. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
Related manufacturer reference number: 2938836-2020-00237. New information received indicated a suspected clavicular crush on both the rv and ra leads.